Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast reconstruction surgery with two 445cc mentor tall height, moderate plus profile silicone gel-filled memoryshape breast implants experience left sided swelling and drainage type feeling on nipple. Patient also reports that her implant is high close to her collarbone and has not dropped. Furthermore, patient is experiencing pain, deformity, hardness and left lobe pneumonia. Mentioned complications have not been confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis. See 1645337-2019-17457 for contralateral prosthesis report.

Manufacturer narrative:
On 10/25/2019, additional information was received, patient had an explantation on (B)(6) 2019. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and generalized illness. Manufacturer¿s reference number: (B)(4).